Manufacturer narrative:
E1: initial reporter addr 1: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder, five (5) units exhibited insufficient blood flow with blood visible in the flash chamber, requiring recollection. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 28-oct-2025. Investigation summary : bd received two photos and eight samples for investigation. The evaluation of the photos indicated that the flash chamber was filled with blood. Functional tests were conducted on the eight returned samples, and none of the hubs filled with water. Similarly, functional tests were conducted on ten retained samples, and none of the hubs filled with water. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: leakage. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that when using the bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder, five (5) units exhibited insufficient blood flow with blood visible in the flash chamber, requiring recollection. No adverse impact was reported regarding the patient or user.